Event description:
Incident as reported: lap salpingo oophorectomy - "during ovary removal, inzii bag broke at seam and a small piece of the bag was missing. This had to go through risk management to determine if the piece of plastic was in the pt. It was determined by risk management that the broken piece of plastic was retrieved and there was not a piece of plastic left inside the pt." Cer late submission: the reason this took an extended period of time to submit the cer is that abbott northwestern had to submit this product failure to their own risk management division for internal review. Until that was complete, they would not release the inzii bag for return to applied. (B)(4).

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provide within 30 days or upon completion of investigation.